Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer experiencing an elevated blood glucose (bg) level ranging between 396-469 mg/dl, vomiting and diabetic ketoacidosis. A supply change was performed and insulin pens were administered to address bg. While at the hospital, the customer attempted to use the pump for insulin therapy once more, however, bg increased to 343 mg/dl and ketone level increased to 0.9 mmol/l. A system check was performed and during a cartridge load, a minimum fill notification occurred indicating a pump air leak was detected. Customer was released from the hospital on (B)(6) with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.